Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7139399.

Event description:
It was reported that the patient felt the stimulation in her stomach. The patient underwent a revision procedure wherein the lead was repositioned. No product was added or removed. The patent was doing well postoperatively.